Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 410 mg/dl at the time of incident and the current blood glucose of the customer was 222 mg/dl. Customer reported that the insulin pump had cracked at battery compartment. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a cracked battery compartment (battery tube). Faded serial number label noted during visual inspection. The device passed the displacement test.